Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Implant date: dates estimated. The UDI number is not known as the part and lot number were not provided. The additional mitraclip devices referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report an unstable clip and recurrent mitral regurgitation requiring intervention. It was reported that a mitraclip procedure was performed approximately one year ago to treat degenerative mitral regurgitation (mr). Two clips (lot numbers unknown) were implanted successfully, reducing the mr to mild or trace. About a year later, it was discovered that the mr was recurrent at grade 4 and a prolapse in the anterior leaflet was observed. The previously implanted clips were unstable on the valve as the clips were moving and had a big mobility. On (B)(6) 2022, an additional mitraclip procedure was performed. An xt clip (20316r206) was advanced in the patient. However, after several unsuccessful grasping attempts (simultaneous & independent) the physician noticed that one of the grippers would no longer raise. The clip was retracted back to the left atrium and after several troubleshooting attempts the clip was taken out and replaced with a xtw clip. The xtw clip was implanted which successfully stabilized the previously implanted clips but the mr grade remained unchanged. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation determined the reported migration (partial clip movement) appears to be related to patient morphology/pathology. The recurrent mr appears to be related to the procedural condition of the partial clip movement. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.